Event description:
Customer has a telemetry system, and the hospital operators are claiming it did not alarm at the central station when the pt went into v-tach.

Manufacturer narrative:
A philips field service engineer (fse), went onsite to complete performance testing on the involved device, finding the device operating to specification. A review of log files collected from the device indicate that multiple red arrhythmia alarms occurred beginning at 9:20:25 which were silenced by a user, indicating user awareness of alarms occurring at the device. A delay in response to provided alarms contributed to this incident. No malfunction occurred.